Event description:
It was reported that the patient developed an infection and sepsis. The implantable pulse generator (ipg) and leads were explanted. The patient received antibiotic therapy and the system will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: addrl1 ipg (B)(6) 2014. Tissue valve (B)(6) 2002. (B)(4).